Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025 the user's caregiver reported that the ilet displayed repeated alert 41 (absolute range error) during a supply change. The user restarted the ilet four times without resolution and was unable to proceed despite following the troubleshooting guide. After performing a dry run and supply replacement, delivery was successfully resumed. During the event, the user¿s blood glucose rose to 572 mg/dl and later dropped to 558 mg/dl. The user was transitioned to back-up therapy. No hospitalization or professional medical intervention was required.